Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited last error code 41622. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for repair in used condition. Physical condition of device showed cracked battery compartment, peeling downstream occlusion (dso) seal, damaged upstream occlusion (uso) seal. Error code 41622 was replicated with functional testing. The cause was a misaligned hub gear, resulting in no contact made with the cam gear. Repositioned and torqued hub gear to correct the issue. Preventive maintenance was performed, including replacing printed wire assembly (pwa) board, battery compartment, optic switch and bracket, dso seal, uso seal, and keypad. The device passed all functional tests after the repair.